Event description:
Revision surgery - due to loss of range of motion, the surgeon tried to release the open capsular. He removed the hemi, shell, cup and replaced them with larger ones.

Manufacturer narrative:
Device eval: disposed of.

Manufacturer narrative:
The reason for this revision surgery was reported as instability after 4.75 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material reports (ncmr's) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part #: 508-00-001-10) reworked due to documentation issues. Ncmr (B)(4) showed (B)(4) parts (part #: 508-00-032) reworked due to a packaging issue. A review of the product complaint report history showed this is the (B)(4) complaint for this lot. The root cause for the instability could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.